Event description:
The patient received emergency room treatment for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was evaluated at the hospital by an animas clinical representative. Evaluation demonstrated that the pump was operating within required specifications. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission of the part of animas of any deficiency in the performance of the device.